Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient's blood glucose levels rose to 280 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (back), the patient noticed irritation, swelling and inflammatory pus noted at the site. The patient contacted their doctor and was told to used an unknown cream which the patient did not use but instead treated with lavender on an herbal basis cream. As treatment for high bgs, the patient placed a new pod. During a follow up call on 21mar2022, the patient reported that their doctor prescribed an antibiotic cream to treat the irritation.